Manufacturer narrative:
The esubmitter software is automatically checking the checkbox. Combination product. The software will not allow the checkbox to be unchecked. This submission is not for a combination product. For one event, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: the customer replaced the ast and alt reagent packs. The field service engineer discovered a leak coming from a tube located at the rinse mechanism. He replaced the tubing and performed operational and mechanical checks with passing results. After service, the customer completed instrument setup and qc with acceptable results. For one event, the investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include: an extra wash cycle was added for the sample probe when alp tests are performed. For one event, the investigation determined the tubing of the rinse mechanism was worn and punctured. Follow up actions for this event include: the field service engineer replaced the rinse mechanism tubing. A decontamination of the system was performed. Precision studies were performed and these were within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable high results were generated by cobas 8000 c 702 module analyzers. The events involved 7 patients with the following: 1 questionable result for alp2 alkaline phosphatase acc. To ifcc gen.2 2 questionable results for crep2 creatinine plus ver.2 1 questionable result for ldl_c ldl-cholesterol plus 2nd generation 2 questionable results for altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation 1 questionable result for astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation three patients were aged 48 - 73 years. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were three males. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.